Manufacturer narrative:
Brand name: unknown gunther tulip vena cava filter. Occupation = unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
A review of the literature published in phlebology in 2018 reports duodenal perforation resulting from an unknown gunther tulip filter. The (B)(6) male patient presented with lower back pain five years after placement of the filter for deep vein thrombosis (dvt) and multiple pulmonary embolism despite anticoagulation. It is unknown how the device was retrieved or how the patient was treated for the perforation. Citation: baptista sincos et al., (2018). Symptomatic duodenal perforation by inferior vena cava filter. Phlebology, 33 (8), pp523-533.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. B5: the additional information provided determined that this device was manufactured by william cook europe. With the submission of this follow up report, cook inc informs that this complaint has been transferred from cook inc to william cook europe. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [journal article baptista_sincos.pdf].

Event description:
Additional information: the additional information provided determined that this device was manufactured by william cook europe. With the submission of this follow up report, cook inc informs that this complaint has been transferred from cook inc to william cook europe.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: additional information was received during review of a second journal article regarding this event, "symptomatic perforation of a retrievable inferior vena cava filter after a dwell time of 5 years". The following was noted: a male patient presented to a hospital five years post- gunther tulip inferior vena cava (ivc) filter placement with lower back pain requiring opiate analgesia via patient-controlled analgesia. The filter was placed in 2003 (the patient was twenty-one years old at the time of filter placement) via a right jugular approach for deep vein thrombosis and pulmonary emboli. During the patient's hospital stay, blood cultures were positive for staphylococcus aureus. Intravenous antibiotics were administered and a computed tomography (CT) scan obtained. The CT scan showed the filter device inside the vena cava at the level of the second and third lumbar vertebrae with three of the struts penetrating through the wall of the ivc. One of the struts was embedded in the l2 vertebra, associated with new bone formation. A second strut was lying within the aorta adventitia, and a third was within the duodenal wall. Magnetic resonance imaging (MRI) showed loss of normal signal within the l2 and l3 space. The patient's clinical picture, including lower back pain, positive blood cultures, raised c-reactive protein, and radiologic evidence of local inflammation around the filter resulted in a diagnosis of discitis with probable osteomyelitis. Endovascular retrieval of the filter was viewed as hazardous due to the extent of caval perforation, therefore surgical removal of the device was performed. During surgery, one strut of the filter was found to be protruding anteriorly out of the ivc without breach of the duodenal wall. A second strut was palpable in the perivenous tissue adjacent to the aorta. The posterior hook was anchored to the body of the l2 vertebra by extensive periosteal reaction, with removal requiring sustained longitudinal traction. The filter was removed intact without significant venous injury. The patient was reported to be well enough to be discharged one week after surgery; however remained inpatient for a 4-week course of antibiotics. Intraoperative culture swabs taken from inside the ivc were negative. At discharge, the ivc was patent. At 6 weeks post-surgery, the patient was systemically well and no longer required analgesia for back pain. 3191(no code available) for intervention to remove the complaint device. Citation: parkin, e., serracino-inglott, f., chalmers, n., & smyth, v. (2009). Symptomatic perforation of a retrievable inferior vena cava filter after a dwell time of 5 years. Journal of vascular surgery, 50(2), 417-419. Doi:10.1016/j.jvs.2009.03.002 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [pr 255665_parkin_symptomatic perforation of a retrievable inferior.pdf].

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.